Event description:
Patient underwent bilateral breast augmentation on (B)(6) 2011. Patient presented to surgeon's office for post-op visit (B)(6) 2011. Noted right implant smaller than left, despite fact that both were filled to the same volumes in the operating room. Appeared to have a mechanical failure of right implant. Pt denied trauma to the area. Wounds had both healed well bilaterally.